Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during basal and no delivery alarm. The customer stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer stated that the blood glucose reached 589 mg/dl. The customer stated that they were able to rewind the insulin pump. The customer reported that the no delivery alarm was resolved. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The insulin pump will not be returned for analysis.